Event description:
On (B)(6) 2011, the v-lead was found to be dislodged. On (B)(6) 2011, an attempt to reposition the lead was performed. However, the helix would not move. The physician could not retract the lead. Therefore, the lead was explanted with the helix extended. There was tissue found stuck to it. A new lead was implanted in is place. The tip of the helix was bent by the sales staff, accidentally, after the explantation. According to the sales staff, the is-1 contact pin of the connector was rotated counter-clockwise many times (probably more than 20 rotations) during the repositioning.